Event description:
It was reported that the procedure was to treat a lesion located in the distal right coronary artery (rca) that was heavily calcified. The versaturn guide wire (gw) was advanced, but when the wire reached the proximal rca, it could no longer be torqued and when attempting to remove the gw, heavy resistance was noted. The wire was pulled with force and the tip was noted to be separated. Snaring was attempted, but was unsuccessful and the tip was left entrapped in the vessel. There was no reported adverse patient effect and no clinically significant delay in the procedure. Another wire was used to assist with the rest of the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
A visual and dimensional inspection was performed on the returned device. The reported material separation was confirmed. The reported entrapment of device and failure to advance could not be tested as it was based on operational context. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. It was reported that when the guide wire encountered resistance during removal, force was used to remove it. It should be noted that the hi-torque guide wire for ptca, pta, and stents instructions for use states: do not push, auger, withdraw, or torque a guide wire that meets resistance. Although it was noted the physician used force in the attempts to remove the guide wire, this was due to the guide wire becoming entrapped within the vessel, therefore, the force applied during removal of the device seemed to be a reasonable clinical response to the difficulties. The investigation determined the reported difficulties and subsequent treatment appear to be related to the operational context of the procedure. In this case, it is likely that the guide wire interacted with the heavily calcified anatomy during advancement, resulting in the reported failure to advance. Further interaction with the challenging anatomy during removal, as resistance was noted, likely resulted in the reported entrapment of device (vessel), material separation (tip), and noted material separation (coils). Manipulation of the guide wire during its interaction with the challenging anatomy possibly contributed to the noted stretched coils and scratched material (teflon coating). Additionally, the reported foreign body in patient was due to a separated tip left within the anatomy after an unsuccessful snaring attempt. There is no indication of a product quality issue with respect to manufacture, design, or labeling.